Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was retracted clogged with blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil.

Event description:
It was reported that prior to the implant procedure, the helix of right ventricular (rv) was tested multiple time and it was failed to extend. The rv lead was not used. The patient status was unknown.